Manufacturer narrative:
A siemens field service engineer (fse) evaluated the immulite 2000 xpi instrument and instrument data. Analysis of the instrument and instrument data indicates that the cause of the discordant calcitonin and acth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant immulite 2000 xpi calcitonin and acth results were generated on two patient samples. Both samples were repeated for confirmation. Discordant results were not reported to the physician(s). There was no known report of treatment given or withheld based on the discordant calcitonin and acth results.